Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon device interrogation, right ventricular lead exhibited issues such as low impedance and undersensing. Loss of pacing and loss of sensing were suspected due to dislodgement or mechanical malfunction. Patient presented with pacemaker related pocket pain on (B)(6) 2018. It was noted that the pain radiated to scapula and down the arm. On (B)(6) 2018 patient presented for lead revision. The lead was explanted and replaced. During the procedure, the pulse generator was relocated to the submuscular place. There were no further consequences.

Event description:
New information received noted that the right ventricular lead also exhibited noise and insulation anomaly.